Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer was hospitalized on 12/12/2014 due to high blood glucose levels and keytones. Customer's blood glucose levels at the time of hospitalization 20mmol/l. The customer stated that they believe this incident was caused by a virus and being sick. Customer was treated with a drip and sliding scale. It was also reported that the customer received excessive no delivery alarms. Partial troubleshooting occured, and it was advised that it could have been caused by an occlusion. No additional information was provided.